Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a ce intermate lv50 device overdelivered during patient use. The device was being used to deliver 50 milliliters of 5-fluorouracil and nacl to the patient. The facility intended for the infusion to take 48 hours, however it was completed in only 23 hours. The patient experienced nausea, however they recovered without medical intervention. The facility performed a biological analysis and found that the patient's leukocyte rate was normal. No additional information is available at this time.